Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20mm sapien 3 ultra resilia (s3ur) valve. The valve landed in 60:40 aortic/ventricular position as intended, and a post-dilation was performed with 1ml more than nominal volume. On postoperative day (pod) 12, hemolysis developed during stay in ICU, but it improved by pod 14. The patient was put under observation. No intensive intervention was being planned. Per follow-up in the outpatient care, necessity of blood transfusion was considered. On pod 54, post dilation of implanted s3ur valve was performed with a non-edwards balloon catheter. Preoperative transesophageal echocardiography (tee) revealed moderate paravalvular leak (pvl). After the post dilation, pvl was still moderate, but it was reduced compared to preoperative pvl.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined due to limited information obtained. However, investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.